Event description:
It was reported that this during an generator changeout procedure to therapy upgrade, this right ventricular (rv) lead exhibited high out of range pace impedance measurements when it was connected to the new can of the implantable cardioverter defibrillator (ICD). After the pocket was closed, noise was exhibited on this rv. The patient was transferred to a different healthcare facility and this rv was surgically abandoned and replaced. The ICD was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields h6 device codes.

Event description:
It was reported that this during an generator changeout procedure to therapy upgrade, this right ventricular (rv) lead exhibited high out of range pace impedance measurements when it was connected to the new can of the implantable cardioverter defibrillator (ICD). After the pocket was closed, noise was exhibited on this rv. The patient was transferred to a different healthcare facility and this rv was surgically abandoned and replaced. The ICD was also explanted and replaced. No additional adverse patient effects were reported.